Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2012 and mesh was implanted. The patient experienced urethral erosion with multiple unspecified symptoms. The mesh is still implanted. No additional information has been provided.